Event description:
Hcp reported that at refill, it was discovered there was a full pump reservoir - 17cc were aspirated. A few weeks prior to that, the pt had been in an auto accident and had to be cut out of the car. The pump was explanted but not returned to the MFR for analysis. Additional info has been requested of the hcp and this will be submitted when it is received.